Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced air in line without an alarm. The home patient (hp) was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The renal therapy services (rts) had the hp close all clamps and transfer set and then disconnected from the patient line by aseptic technique. Rts assisted the hp in ending the therapy and advised starting over with a new set of supplies. There was no patient injury or medical intervention associated with this event.